Event description:
A caller reported a malfunction on the pump, identifying the issue with malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to reach out again if issues arise. Technical support planned a follow-up to ensure the continuous glucose monitor connects properly after the pump reset.